Event description:
It was reported that the customer was experiencing unexplained high blood glucose of 13.4mmol/l. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Then the customer called back when the clamp arrived and the high pressure test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.